Event description:
Report received of an overdelivery. The pump was programmed to deliver 1200ml of tpn for a duration 24 hours. In 2005 at 2000, the nurse hung a new 1200ml bag of tpn using a new tubing set. At 2200, the nurse noted that only 300ml remained in the container and powered off the pump. The attending physician was notified and ordered the tpn discontinued and blood sugars to be monitored every 15 minutes. The pump was removed from clinical service. At 2215, the pt's blood sugar was 409mg/dl. The attending physician was notified. In the next day at 0015, the pt's blood sugar was 44mg/dl and was responsive. At 0030, the pt's blood sugar was 36mg/dl. The pt was reported to be unresponsive. The attending physician was notified and the pt was treated with glucagon 1mg im and d5.45ns at a rate of 100ml/hr which was initiated using a replacement pump. At 0100, the pt was awake and responsive. The pt's blood sugar was 170mg/dl. It was reported, "the pt remained awake and responsive after 0100. There were no reported adverse pt sequelae. Though requested, no additional info was provided.